Manufacturer narrative:
Product event summary: the device, flexcath advance 4fc12 with lot number 16938-53, and data files were returned and analyzed. The data files did not show any system notices relating to the reported device. Visual inspection showed the device was intact with no apparent issues. Air aspiration was reproduced when a catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking due to the valve being torn. In conclusion, the reported issue of air ingress has been confirmed through testing. The device failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that during a cryoablation procedure, a safety system notice detected a compromised outer vacuum. This was resolved with the replacement of the coaxial umbilical cable. Additionally, air was introduced into the valve of the sheath multiple times during the operation. The procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.